Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. Failure analysis investigation found that the instrument engaged and was recognized on an in-house si system, but failure analysis was unable to test the instrument since it was returned with zero uses. An additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .078 - .198 in length and not aligned with the tube axis. Failure analysis investigation concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the maryland bipolar forceps instrument had no recognition, also it was not yielding accurate remaining uses of the instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.